Event description:
It was reported that the stopper was "pushed back" on the bd vacutainer® k2 edta (k2e) blood collection tube during use. The following information was provided by the initial reporter, translated from portuguese to english: "stopper is pushed back. Risk of biological accident. - related to a event that occurred on (B)(6) 2019, customer did not informed the date."

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the stopper was "pushed back" on the bd vacutainer® k2 edta (k2e) blood collection tube during use. The following information was provided by the initial reporter: "stopper is pushed back. Risk of biological accident. Related to an event that occurred on (B)(6) 2019; customer did not inform the date."